Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2rrbk); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced loss of therapy, loss of stimulation and also stimulation in and undesired location, at the ins site. They also reported that the patient experienced shocking sensation. And that the lead was dislodged, twisted and the lead br oken. Physician concluded that the lead dislodgement and lead fracture happened because the lead was twisted several times. However, the patient denies ever having a fall or flipping the ins at the pocket site. As for the damaged, lead was completely severed at the entrance of the ins. The health care professional said it was from the twisting of the lead but does not know how the lead became so twisted. There was also an impedance issue, low impedance or short. Broken circuit. All impedances are below 50 ohms. The cause was unknown and the shocking was related to the internal device. The shock happened at the ins location when the impedance check was being conducted. Patient had pain and a return of base line symptoms. As for action and intervention taken, the hcp removed the lead and generator and replaced it with a new interstim system. They used the existing pocket (left side) for the new generator and put the new lead on the right side. Patient feeling mild fluttering sensation in the pelvic floor with the new system in place at 1.4v, program 3.

Manufacturer narrative:
Product analysis 97800: the implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Product analysis 978b128: analysis identified that the outer insulation of the lead was twisted. Analysis identified that the 0, 1, and 3 conductors were broken at the proximal end of the lead as the result of factors beyond intended reliability. Analysis identified a break in the insulation under the 2 connector at the proximal end of the lead. Continuation of d10: product ID 978b128 lot# (B)(6) serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.